Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11th january 2024, it was reported by a distributor via email that 3 units of ar-4501, meniscal cinch¿ ii implants had come out after the suture was pushed slowly using the knot pusher. The 3 cinches used all had the same issues. The transverse and horizontal stitch method were tried however the same problem was faced. This was detected during use in a knee acl, mcl and meniscal repair procedure when repairing the posterior horn of meniscus on (B)(6) 2023. The procedure was completed successfully but the meniscus was not repaired, and the surgeon trimmed off the meniscus as it had been poked 3 times so the meniscus had already frayed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint confirmed. One unpackaged ar-4501 meniscal cinch¿ ii serial/batch number (B)(6) was received for evaluation. Functional testing was not performed due to damage to the instrument. Upon visual evaluation, it was observed that the instrument's tip was broken off. The black material that covers the tip was damaged, exposing the metal. The interaction with another instrument could cause the observed damage. It was noted that the implants are on the shaft, and one of the trigger buttons is not entirely flush back of the trigger deploying slot. A use error is the most likely cause of the report and observed failure. According to the surgical technique. Meniscal cinch¿ ii technique. 4a. Advance the button completely to deploy the first implant. 4b. Retract the button until it locks in place flush with the adjacent button. 5. Advance the second implant into the needle tip by pushing the second button forward to the raised indicator. Note: rotating the needle slot away from the first implant and penetrating the meniscus can sever the suture. 6a. Advance the needle through the meniscus by pushing the entire handpiece forward until the desired depth is reached. Advance the button past the indicator to the end point to deploy the second implant. 6b. Retract the button until it locks in place flush with the adjacent button.